Event description:
It was reported that a malfunction alarm occurred. Prior to malfunction the customer completed troubleshooting steps on his own and completed a pump reset and was able to clear the malfunction. The malfunction alarm recurred. The customer reverted to an alternate pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.